Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site and performed service over a few visits. After evaluation of the instrument, the cse checked quality controls (qc) and calibration data, and noticed the issue began with the use of the current reagent lot. The tni-ultra lot in use went into use and calibrated on (B)(6) 2016. Qc at the top end had dropped just outside 2 standard deviation (sd). The customer recalibrated on (B)(6) 2016, and qc level 3 was up 3 sd, level 2 was up 2 sd and level 1 was up approximately 2 sd with poor precision and spikes of over 3 sd high. It is unknown if qc was out of range when the patient samples were run. The cse checked the instrument and there were no drips, all dispenses were clean and accurate, and luminometer dark counts were acceptable. The cse cleaned the luminometer. The cse ran a coefficient verification (cv) check, which resulted close to the target value. The cse then noticed cuvettes were not replenishing due to a fault on the cuvette conveyor. The cse disassembled the cuvette hopper and moved the conveyor, after which cuvette replenishment was functional. The cse re-fitted hopper and guards. The cse replaced a magnetic plate assembly due to corroded magnets and proactively replaced the grey peristaltic pump and bearings due to worn rollers. The cse also replaced the cover ring printed circuit board, rinsing block assembly and probe, pump member level detection and valve manifold. The cse ran a cv check, which resulted with unacceptable results. The cse fitted a valve, primed and reran cv, which resulted within range. Qcs were run, resulting within range. The cause of the discordant, falsely elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A patient admitted to accident & emergency (a & e) with chest pain, was tested for cardiac troponin I (tni-ultra ) on an advia centaur cp instrument. The initial result obtained was falsely high and was reported to the physician(s). A second sample obtained from the patient twelve hour later was tested on the same instrument, resulting lower. A medical officer asked the customer to confirm the lower result. The customer reran the original sample and the redraw sample on the same instrument, and both repeated low. The customer then repeated the original sample twice on the same instrument, both resulting lower than the initial result. Another patient was admitted to a & e with pulmonary edema. The patient was tested for tni-ultra on the adiva centaur cp instrument, resulting falsely high. A second sample obtained from the patient six hour later was tested on the same instrument, resulting lower. The customer reran the original sample on the same instrument, which resulted lower. The corrected results of both patients were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.